Manufacturer narrative:
Philips service replaced the foot switch cv 3p 4m and scheduled follow-up work. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the footswitch button for series image does not trigger on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.